Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of an unknown value and remained static. There was no reported adverse impact to the customer's blood glucose levels. Although requested, the customer declined to perform troubleshooting with tandem technical support.